Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they got into their bathtub and felt the jet stream hit their ins; they felt like the ins moved. They added that the device was not working properly for 24 hours, but then started working fine again. The patient noted everything is working as intended. The patient wanted to know if it is safe fro them to get into the jet stream tub again. As a result of what was reported, it was reviewed to be mindful of the jets or any pressure being applied to the ins area. They were also advised to follow up with their healthcare provider (hcp) if they have any concerns with their ins. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter and said the implantable neurostimulator (ins) did not migrate from its intended location. When asked what actions/interventions were taken to resolve the ins migration issue, patient said the call center couldn't answer their question. The patient added they were afraid the jet bath did something to their ins so they went to the healthcare provider (hcp) who assured them that their ins was okay. The patient needs to know if a jet bath is allowed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.